Event description:
On (B)(6) 2024 at approximately 4:14 pm pst, the patient¿s husband called reporting a low blood glucose (bg) of 60 mg/dl. He expressed concern that the ilet device was delivering too much insulin, causing frequent lows. The patient had disconnected from the ilet and was eating candy to treat the low bg. The patient requested changes to settings to prevent bg from dropping below 90 mg/dl. The agent explained that the ilet automatically reduces and suspends insulin delivery when low or downward trends are detected. The patient was advised to continue monitoring bg and follow-up was planned. The lowest bg recorded during the event was 60 mg/dl, and the patient remained below the target range (70¿180 mg/dl) for a couple of hours. No ketone testing was performed, and no professional medical intervention was required. The patient reported feeling unwell due to the low bg but did not experience severe symptoms. Backup therapy consisted of carbohydrate intake, and the patient¿s husband assisted during the event. On 07/05/2024 and 07/10/2024, agents left voicemail's to check for further issues. Follow-up case reference: (B)(4).

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.